Manufacturer narrative:
No malfunction suspected. The end user reported while operating the power wheelchair on a steep, non-ada complaint ramp, the end user was slid out of the power wheelchair. The end user was not wearing the seat belt. Hoveround's owner's manual warns "...avoid ramps and slopes that are too steep, such as those that exceed 5 degrees." And "...always use the seat belt."

Event description:
End user reported while operating the power wheelchair on a steep, non-ada compliant ramp, the end user slid out of the power wheelchair and landed on knees. The end user was not wearing the seat belt.